Event description:
It was reported that it can't see through the device. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that they can't see through the device. A visual inspection was performed and showed the scope to have bent outertube with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed. Common device name corrected.